Event description:
It was reported that the threshold had increased and the impedance had decreased since the right ventricular lead was implanted approximately one week prior. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.